Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Event description:
Boston scientific received information that this device was exhibiting 16.1 seconds charge time along with 2.55 monitoring voltage and is monitored weekly for indication of explant. Boston scientific technical services was consulted and suggested that since device is on the shortened replacement window advisory, once elective replacement indicator (eri) is declared replacement should be within one month. The device was electively replaced at that time. To date, there have been no adverse patient effects reported.